Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown chest surgery, the knife did not return to home position on the way of returning after the first firing, and the jaws did not open. The manual override lever was used to release the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.